Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and morphine at unknown concentrations and doses via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient's pain pump had become "dislodged," meaning the pump was moving because the sutures had broken loose. The pump was "flopping half way to the patient's thigh" and was very uncomfortable. She stated she first noticed the issue when putting her seat belt on. The patient had been working with her health care professional (hcp) regarding scheduling a revision but they were waiting on insurance approval before scheduling a date. No further complications were reported.

Manufacturer narrative:
Product ID 8780, serial# (B)(4). Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on (B)(4) 2018. It was reported that the patient's catheter was revised on (B)(6) 2018. A new pump segment of 27.9cm was added. The drug information was morphine (14 mg/ml at 3.158 mg/day) and bupivacaine (8mg/ml at 1.8048 mg/day). The representative reported that there was no new information for this event/case and the revision had been delayed because of insurance reasons. No further complications were reported.